Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the reagent safety data sheet (sds).

Event description:
The customer reported that the binaxnow¿ covid-19 reagent, when opened, flew out of the dispenser and splashed her eye and skin. The customer claims more of the reagent hit the glasses. The customer states they are okay and experience no symptoms. The customer believes this happened because they are at an altitude of 8400 feet. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.